Event description:
Five days after treatment with juvederm ultra in the lips, the patient presented with herpes at the injection site. The patient does not have a significant history of herpes, but has had it once prior to treatment. The physician prescribed valtrex to hasten the resolution of the symptoms, and to prevent worsening of symptoms that could have led to permanent damage.

Manufacturer narrative:
Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilisation cycle) are registered as conforming to the specifications. In conclusion, this reaction could be linked to the patient conditions, as she already had herpes before.